Event description:
It was reported that the drill was overheating and caused a forty five minute delay during the course of a procedure at the user facility. No adverse consequences and no medical intervention were reported with the use of this device. After several follow-up attempts were made, no additional information was provided regarding this event.

Manufacturer narrative:
Additional device info: the user facility was unable to provide the device catalog and serial/lot number. The user facility has elected not to return the device to the manufacturing facility; therefore, no device evaluation will be performed. Device not returned.